Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent medical intervention appears to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported a proglide device was attempted in the left common femoral artery via 6f sheath during an ablation interventional procedure. Reportedly, the suture separated when the plunger was pulled. Another proglide device was used to achieve hemostasis. No additional information was provided.